Event description:
This complaint is related to patient identifier (B)(6) (B)(6) maj-2315/ lot#h2826 single use distal cover.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. MFR report # 9610595 - 2023 ¿ 05037. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5, d10. This complaint is related to patient identifier (B)(6) maj-2315/ lot#h2826 single use distal cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer confirmed there were no death or injury (including infection) to the patient and the device was inspected prior to use. No error messages observed as result of the failure. An medical intervention (i.e. Treatment outside the scope of the procedure) was required as a results of the reported problem and the medical intervention was foreign body retrieval. The reported problem did not affect the therapeutic outcome of the procedure. The patient was discharged home 3 days after ercp procedure, but extended length of stay not related to event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the concerned distal cover was easy to come off by the following: the cover was broken by chemical attack due to adhesion of chemicals such as anti-fog agent and/or the cover was attached insufficiently to the subject scope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection revealed a customer sticker at the body control unit, minor scratch at control body, dented hold ring, objective lens discoloration, cracked bending section cover and reduced angulation. The device was subsequently repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the disposable tip on the single use distal cover fell out on the end of the scope while being used with the evis exera iii duodenovideoscope during an endoscopic retrograde cholangiopancreatography (ercp). The customer was able to retrieve the single use distal cover. The procedure was completed with same device, with fifteen (15) minute delay noted. There were no reports of patient harm associated with this event. This complaint is related to report patient identifier (B)(6) : maj-2315/sn (B)(4) single use distal cover.